Manufacturer narrative:
The reported event was addressed with phone support. The technical support engineer (tse) recommended the customer reseat the scope and press the instrument clutch to cancel the guided tool change and this solved the issue. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 30 degree endoscope had the orientation flipped. The technical service engineer (tse) guided the customer to reseat the endoscope and press the instrument clutch to cancel the guided tool change. The issue was resolved. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer was unable to rotate the image orientation. The surgeon confirmed the desired orientation when the endoscope was installed. An indication of the image orientation was provided to the user via the user interface. The endoscope and endoscope adapter was still engaged. There was no damage observed to the endoscope or the endoscope adapter. The surgeon was able to manually rotate the endoscope 180 degrees prior to the issue. There was no injury to the patient.